Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge error messages occurred when the contact attempted to load multiple new cartridges. The user¿s blood glucose level was not impacted. Reportedly, the contact was able to load a new cartridge.